Event description:
Our (B)(4) affiliate reports on 09/24/2010 an eye care professional (ecp) called with an inquiry. The ecp reported on (B)(6) 2010 a pt who wore 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s) presented to the eye clinic for a second opinion. The ecp reported that the pt "seemed to have been treated by another ecp for a month almost every day since the symptom didn't improve. The pt said symptom resolved once, but the pt's eye was infected afterward." The ecp stated that both eyes were affected but would not provide any additional information regarding the pt's symptoms, the ecp's objective findings and diagnosis. This report is for the right eye. The ecp stated the pt would be returning for f/u in (B)(6). The ecp was contacted on 10/01/2010 to obtain additional information; the ecp refused to provide any additional information and requested to not be contacted in the future. No further information is expected to be received. The lot number of the product in question is unk. The product in question is not available for return. Based on the limited information available, no further investigation can be conducted at this time. Due to the duration and frequency of treatment and because "infection" may or may not be a serious reportable event, this event is being reported worst case. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method - device not returned. No evaluation will be performed. Conclusion: no conclusions can be drawn.